Event description:
The pt received two leads with the same lot number. It was reported a routine x-ray identified the lead has migrated. Reportedly, the pt has good parasthesia, however, surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.